Manufacturer narrative:
The factory has not yet evaluated the device, and this complaint is still under investigation.

Event description:
The customer reported upon incoming inspection testing that the unit failed to power on after a battery was removed and replaced rapidly. There was no patient involvement.